Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the left main (lm) to the left anterior descending (lad) artery. A 2.5x38mm promus element stent was deployed in the distal lm and then the 3.0x38mm promus element was deployed proximal to the previous stent. Following successful deployment both promus element stents were post dilated and then imaged using an ivus device. During dilation and imaging the guide catheter damaged the proximal 3.0x38mm promus element stent. The damaged stent was dilated with an unspecified balloon and the procedure was completed. There were no patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.